Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, proximal left anterior descending artery. The 3.0x23 mm xience pro stent delivery system (sds) was advanced to the lesion; however, due to the heavy calcification it did not cross. As a result of pushing on the sds, the shaft became kinked. Predilatation was performed and a 3.5x23 mm xience pro sds was advanced; however, after pushing and pulling 3-4 times, the shaft separated outside the anatomy. A guideliner and two stents of the same size (12 mm lengths) were used to complete the angioplasty successfully. No adverse patient effects were reported and the patient is doing fine. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to advance or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: if removal of a stent system is required prior to deployment, ensure that the guiding catheter is coaxially positioned relative to the stent delivery system, and cautiously withdraw the stent delivery system into the guiding catheter. Should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the IFU deviation likely contributed to the reported shaft separation.

Manufacturer narrative:
(B)(4): against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.